Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the hospital technologist inadvertently kinked the penumbra smart coil (smart coil) pusher assembly. The smart coil pusher assembly became kinked prior to use. Therefore, the smart coil was not used for the procedure. The procedure was completed using a new smart coil.